Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had exposed wires. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the damaged cable was black. The cable was fully broken, broken in half. There was no loss of cautery associated with the broken cable. There were no signs of thermal damage.